Event description:
It was reported that during a pulse field ablation (pfa) procedure to treat atrial fibrillation a farawave pulsed field ablation catheter was used. The guidewire started to get stuck when the catheter array was deployed to the flower shape, though the guidewire was able to move when the array was deployed to the basket shape. The catheter was removed from the patient to troubleshoot the issue. The guidewire was removed and the catheter was flushed again, but the issue occurred again when the guidewire was reinserted into the catheter. The catheter was replaced and the procedure was completed. No patient complications were reported. The farawave pulsed field ablation catheter has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
The farawave pulsed field ablation catheter was returned for analysis. Upon device return and inspection, the device was returned with a guidewire inserted. The guidewire was retired without abnormalities, a new guidewire was then inserted through the device successfully, and no unusual resistance was felt. Subsequently, the device was deployed to basket and flower without difficulty. No tissue or foreign matter was noted on the catheter or in the sterile pouch. The complaint was not confirmed through analysis.

Manufacturer narrative:
The farawave pulsed field ablation catheter has been received at boston scientific's post market laboratory where it is awaiting analysis.

Event description:
It was reported that during a pulse field ablation (pfa) procedure to treat atrial fibrillation a farawave pulsed field ablation catheter was used. The guidewire started to get stuck when the catheter array was deployed to the flower shape, though the guidewire was able to move when the array was deployed to the basket shape. The catheter was removed from the patient to troubleshoot the issue. The guidewire was removed and the catheter was flushed again, but the issue occurred again when the guidewire was reinserted into the catheter. The catheter was replaced and the procedure was completed. No patient complications were reported. The farawave pulsed field ablation catheter has been received at boston scientific's post market laboratory where it is awaiting analysis.